Event description:
Upon opening the package a piece of white plastic material, approx 1mm thick by 3mm long, was found in the tubing above the point where the tubing hooks into the pump. This problem was discovered prior to use and was therefore never used.